Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm and revealed an error message (sf180) related to a battery charger fault. The internal battery was replaced to resolve the issue the sf180 and internal battery degraded warning alarm while the main circuit board was replaced as a precautionary measure. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf180 and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm and had a defective main circuit board. There was no patient harm or a serious injury reported as a result of this incident.